Event description:
The customer reported to olympus during preparation for use, the front panel blinks on the visera pro xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel blinked due to the failure of mesh turret unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the font panel blinks most likely due to a failure of the mesh turret unit. The specific root cause of the mesh turret unit failure could not be determined at this time. Olympus will continue to monitor field performance for this device.